Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication: (B)(6) 2018. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient effect of pseudoaneurysm is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported through a research article identifying perclose proglide device that may be related to the only late complication of this method was a subcentimeter pseudoaneurysm in the arteriotomy where the perclose device did not deploy. There were no other early or late complications in this series. Manual arterial compression was applied to achieve hemostasis. This instance occurred in a 20f arteriotomy. Specific patient information is documented as unknown. Details are listed in the attached article, titled "two-device closure method for large-diameter arteriotomies in percutaneous endovascular aortic repair." No additional information was provided.